Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod6 coil pusher assembly. The pusher assembly was kinked approximately 33.0 and 78.0 cm from the proximal end. The introducer sheath was bent approximately 3.0 cm from the proximal end and ovalized approximately 18.0, 20.0, and 22.0 cm from the proximal end. The coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed that the introducer sheath was damaged. This type of damage typically occurs due to improper handling during use. If a rotating hemostasis valve (rhv) is over tightened during use, damage such as this may occur. The damage noted on the introducer sheath may contribute to resistance while advancing the pod6. Pod6 devices are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01184.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6 coils. During the procedure, the physician was unable to advance a pod6 coil out of the orange introducer sheath and pod6 coil was removed. The physician then attempted to deploy a new pod6 coil into splenic artery; however, the pod6 coil did not coil up properly in the vessel and was removed from the patient. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.